Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Customer's blood glucose reached 500-700 mg/dl which was addressed with a correction bolus. Customer changed out supplies and resumed insulin delivery.